Event description:
It was reported that the patient was experiencing inadequate and non-target stimulation due to lead migration. Reprogramming was attempted but paresthesia coverage was not recaptured. The patient underwent a revision procedure wherein the leads were moved back into position. The patient was doing well postoperatively and the device remained implanted.